Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a biopsy procedure. According to the complainant, while preparing for the procedure, it was noticed that the forceps jaw was bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a biopsy procedure. According to the complainant, while preparing for the procedure, it was noticed that the forceps jaw was bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. Material analysis revealed that the fractured part exhibited characteristics of a bending overload event. No material anomalies were found. The device welding and riveting was found to be within manufacturing specifications. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was not consistent with the complaint that the jaws were bent. However, the evaluation found that one of the pull wires was broken. Reportedly, the device issue was observed prior to use. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).